Manufacturer narrative:
The report being submitted on this MDR was erroneously reported under MDR# 2937457-2013-00176. This report is being submitted as part of a system level review. This complaint includes all info received to date. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event during hemodialysis treatment. A supplemental report will be submitted upon completion of the investigation. Related mdrs: 2937457-2013-00176, 1713747-2013-00361, 8030665-2013-00580, 1651896-2013-00002, 1651896-2013-00003.

Event description:
It was reported by a user facility to technical services to service a hemodialysis machine following a pt adverse event. It was reported that the pt arrived to the clinic in stable condition without complaints. The pt began treatment with a pre-weight of 94kg and an uf (ultrafiltration) goal to remove 6 liters of fluid. Shortly after starting treatment the pt complained of cramping. The venous lines of the machine clotted and the pt's heart rate was 178 beats per minute while on the dialysis machine. The pt then began having a grand mal seizure. The pt was unresponsive and ems (emergency medical services) was notified. CPR was initiated and an AED (automated external defibrillator) shock was not advised. When ems arrive on scene the pt was stabilized and transferred to the emergency room. Per the treatment record, the pt's total uf was 3693mls; however, the post weight indicated the pt lost 7.7kg.